Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491624, expiration date 05/31/2014). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer received result of 585 mg/dl on the aviva system and a result of 119 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.